Event description:
A facility reported that a glidescope spectrum directview mac s3 laryngoscope was connected to a glidescope system in preparation for intubation. It was reported that the light was working during pre-intubation checks; however, the light failed when the laryngoscope was inserted into the patient's mouth and pressure was applied to the laryngoscope for visualization of the vocal cords. The laryngoscope was removed from the patient which the light was then working when there was no pressure applied on the laryngoscope. A second attempt was made to intubate and the light failed again. The procedure was completed using a new laryngoscope which was used with no issues; however it resulted in a delay in intubating the patient. No harm to the patient was reported.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
The glidescope spectrum single-use directview mac s3 laryngoscope used during the reported event was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned device but was unable to confirm the reported light failure. When connected to verathon's test equipment, the light was confirmed to be working normally with multiple tests performed. However, visual inspection identified signs of damaged pins at the laryngoscope's hdmi connector. The device passed verathon's device functionality testing but failed visual inspection. The cable used with the laryngoscope during the reported event was not made available to verathon for evaluation. Based on prior engineering assessments, a potential cause of light failure may include an hdmi connection issue between the larynogscope and the connected cable. Review of complaint history for the reported mac s3 lot number "gv1001161" did not identify any previous complaints reported to verathon. Trending analysis for glidescope spectrum single-use laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.